Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient reported their ins flipped once before and stated the hcp "went in and just stitched it down". Agent tried to clarify which implant this is related to and the patient stated either the ins that was implanted in maybe 2015 or 2018. The patient later clarified they emailed the healthcare provider (hcp) regarding this issue on june 2nd, 2019. The patient later stated they think this was related to their previous ins. Agent did not ask about the circumstances that led to the reported issue.